Manufacturer narrative:
The customer indicated the device was discarded. All affected customers were notified via a device information letter dated 2007. See attached letter. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported difficulty regulating flow; subsequently the patient received more IV fluid than intended. The tubing set was being used to deliver normal saline. It was reported that while in the operating room, the patient received 1900ml "over a short period of time." The customer contact indicated that "when patient was being checked into pace, the patient's IV continued to be wide open, so during patient's stay she had received 2600ml of fluids." The nurse reported the flow could not be regulated using the cair clamp. Following the event, the patient had difficulty with urination and the patient's bladder was catheterized. There were no reported adverse patient sequelae. Though requested, no add'l info was provided.